Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider clarified that the patient¿s pump alarmed on (B)(4)2017 and the healthcare provider wasn¿t sure where they got the date of january 2018. Per the healthcare provider the patient¿s pump was alarming on (B)(4)2017 for low battery reset and safe state. The healthcare provider reiterated that the pump did not alarm in january of 2018. The patient was weaned down, the pump was turned off and the pump would eventually be removed but the patient was currently dealing with an infection that was unrelated to the device or therapy and therefore the pump cannot be removed at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (1 mg/ml at .1502 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 it was reported that a critical alarm was heard and confirmed by telemetry. A critical alarm occurred due to low battery reset, reset, and safe state. The pump logs indicated on (B)(6) 2017 low battery reset occurred, reset occurred, and safe state occurred and the patient had an increase in pain. The patient came in for a pump refill on (B)(6) 2017 and the logs indicated safe state and motor stall recovery occurred. When asked if the hcp was seeing a motor stall occurred message in the logs she stated that they had previous logs as well and she did not see a motor stall occurred message. They filled the patient¿s pump like normal on (B)(6) 2017. The hcp checked in on the patient on (B)(6) 2017 and the patient was not hearing the alarm then. The pump did start alarming on an unknown date maybe (B)(6) 2018 and now the pump had been ¿shut off¿. When asked if eos (end of service) occurred or if they got a code to shut off the pump, the hcp said they did not receive a code the pump ¿must have just died¿. They had been weaning the patient down for about a year, but since these issues started occurring they had been weaning her off more. They patient was doing well. They did not plan to replace the pump, but they did plan on removing the pump. That date was unknown at the time of the report. No further complications were reported/anticipated.